Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced after two days of implant due to an unspecified product performance issue. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced after two days of implant due to an unspecified product performance issue. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that this right ventricular (rv) lead was explanted and replaced due to a drop in pace impedances, a drop in sensing, and an increase in thresholds. Rv lead micro-dislodgement was suspected. No additional adverse patient effects were reported. This rv lead will not be returned, as it was discarded after the procedure.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.